Event description:
Product analysis for the generator was completed. Analysis found that the elective replacement indicator (eri) was set. The battery was partially depleted and determined to be the result of normal expected battery consumption. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the generator.

Event description:
Clinic notes dated (B)(6) 2012, were received by the MFR which revealed that the pt had seven seizures over the previous month. The pt's parents believed that the cause for the pt's increase in seizure activity was related to the depleting vns battery, but this cause has not been confirmed by the physician. The generator was noted to be at the end of its life, and pt was referred for generator replacement surgery for control of his psychomotor epilepsy. Attempts for add'l info from the physician have been unsuccessful thus far. The pt had surgery on (B)(6) 2012, and the generator was received by the MFR. However, product analysis has not been completed to date.

Event description:
The return product form was received which reported that the reason for generator replacement surgery was due to battery depletion with eri=yes. No additional information is available to date.